Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the husband of a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had an magnetic resonance imaging (MRI) on (B)(6) 2019. The MRI was unrelated and a routine check of the patient's spine to see if anything had changed. The device was beeping and the error code 8476 was displayed. The caller was directed to follow up with their healthcare professional (hcp). No symptoms were reported.